Event description:
A report was received that the source failed to return to the fully shielded position. The treatment was for a scheduled 0.17 minutes. It was estimated that the pt received an add'l 30-60 seconds of exposure which can normally be compensated for in subsequent treatments.